Manufacturer narrative:
Omsc followed up with the user facility to obtain more detailed information. The user facility reported that the stone was hard. The device referenced in this report was not returned to omsc for evaluation. Because the facility discarded the device. However, there were no abnormalities related to the breakage in the subject device manufacturing record. Based on the previous investigation the cause of the user's experience was determined to be due to the biliary stone being excessively hard and large. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Omsc followed up with the user facility to obtain more detailed information. The user facility reported that the stone was hard. The device referenced in this report was not returned to omsc for evaluation. Because the facility discarded the device. However, there were no abnormalities related to the breakage in the subject device manufacturing record. Based on the previous investigation the cause of the user's experience was determined to be due to the biliary stone being excessively hard and large. This report is being submitted as a medical device report in an abundance of caution.